Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the bd luer-lok¿ tip syringe needle had broken off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "part of a needle was broken off".

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this failure was captured in error. This MDR will be void

Event description:
No additional information.